Manufacturer narrative:
Initial and final MDR (B)(4) device 7 of 10.

Event description:
Reference number (B)(4) event occurred in united kingdom. It was reported that patient faced 10 infusion sets cannula kinked events around 08-oct-2024 within 3 hours of insertion. The insertion site was abdomen. The blood glucose level was 25mmol/l at the time of events. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.